Event description:
On (B)(6) 2010, the patient was implanted with gore excluder aaa endoprostheses. It was reported that another extender device (unknown) was implanted before the initial procedure. On (B)(6) 2010, the patient had a reintervention to treat a type 1 endoleak on the right side. On (B)(6) 2013, it was reported that the patient experienced a distal type 1 endoleak. On (B)(6) 2014, the patient underwent an additional procedure using the gore excluder aaa endoprosthesis to treat a distal type 1 endoleak on the left side. The hypogastric artery was covered. No further adverse events have been reported. Further info was requested.

Manufacturer narrative:
Lot/serial number is unknown. A review of the manufacturing records for the device could not be conducted. Further info was requested. Also was implanted pxc/unknown.